Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had compromised force sensor system alarm. The customer's blood glucose level was 127mg/dl. The customer states they had loose drive support cap. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to loose/protruded drive support disk. We were unable to confirm prime alarm due to motor error alarm. The insulin pump passed displacement test, self-test, and error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was received with missing end cap sticker, cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, and minor scratches on display window noted.